Event description:
It was reported that during a cyst at jejunum mesenteric/jejunojejunostomies procedure, after firing some of the staples fell off from the tissue, and some of them did not form the b shape. Unk how the case was completed. There were no adverse consequences for the pt. Additional info has been requested.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.